Event description:
The patient's spouse called reporting the device has been "beeping" for approximately 6 months. Follow-up conducted revealed that the patient was seen at the clinic approximately 15 days prior to the call and the device was functioning normally and there were no performance issues. It was also reported that a magnetic tipped screw driver may have been affecting the patient's device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.